Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up correctly. Review of the system log file showed that the malfunction, most likely in mdy circuit board. To resolve this issue, fse replaced mdy board. The defective mpd (main power distribution) control unit was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up correctly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.